Manufacturer narrative:
The insulin pump had unresponsive buttons due to a corroded keypad trace. No button error alarms were noted. The keypad overlay had weak adhesive bond at all locations. However, the insulin pump passed the rewind, basic occlusion, occlusion, prime, excessive no delivery and displacement tests.

Event description:
It was reported that the customer was hospitalized due to low blood glucose levels, with a reading of 40 mg/dl. The customer was in and out of consciousness. At the time of the call, the insulin pump was alarming button error. The alarm could not be cleared, therefore troubleshooting could not be conducted. Advised the caller that the insulin pump would be replaced. Nothing further was reported.